Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported during the implant attempt that the patient's left ventricular (lv) lead was difficult to place and secure within the target vein. The lead was removed and another lead was used. No patient complications have been reported as a result of this event.